Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The nurse reported the cassette leaked and a system message displayed. The system was switched out and the case was completed as planned. Add'l info from the nurse stated that during surgery bubbles were noted and then the system message displayed. The customer does re-use cassettes. The cassette was disposed off. The event occurred during phaco. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and replaced the vacuum manifold. The company service representative found evidence of fluid ingress in the vacuum manifold. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).